Manufacturer narrative:
D4 - exp date (B)(6) 2026. D4 - UDI (B)(4). H4 - manufacturing date 16-nov-23. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -11.0/+6.0/177 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).